Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was stable.